Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) exhibited failure to capture and undersensing.

Manufacturer narrative:
The reported field events of inappropriate therapy and sensing issue could not be reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered anti-tachycardia therapy lowering the patient's ventricular tachycardia rate below detection rate. The ICD delivered multiple shocks but was unsuccessful at converting the patient's rhythm. It was also noted that there was undersensing in the discrimination channel. The patient is deceased.